Manufacturer narrative:
The technician found while performing a between pt inspection that if you push on the bed while in brake mode the bed will move and the brake casters make a clicking sound. The bed was received in this condition and this may have been caused by a third party shipper. The technician replaced all brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported that all brake casters are not locking while in brake mode. The bed is located at the hill-rom service center. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).